Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired (B)(6) 2015. Although the cause of the expiration was reported to be unknown, an evaluation of the pump for thrombus formation was requested. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was also returned. Examination of the returned pump upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombosis as a potential adverse event that may be associated with the use of the left ventricular assist system. The device history. Records were reviewed and showed no deviations from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.